Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 was failed and all cubies were failed. A field service engineer opened the back panel and observed a blinking orange light on the module board. The device was powered down, and all connections to half height auxiliary drawer 5 (top and bottom drawers) were reseated. After rebooting the device, the customer successfully recovered drawer 5.1 and verified inventory functionality with successful test results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.1 was not detected on the bus. Customer attempted troubleshoot with reboot and recover but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.